Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: cut through of a tfn helical blade into the acetabulum. The event occurred post-operation after mobilization. Patient needed a reoperation; prosthesis was implanted after removal of tfn. The surgery was completed with no delay. This is report 1 of 2 for (B)(4).